Event description:
Pt stated her pump sn (B)(4), exp date 04/06/2018, was alarming non disposable clamp tubing 2 days ago. While she was in the kitchen, she checked her pump/tubing, nothing wrong, cassette was fine, no clamping, etc. Next day, about a half hour after mixing. Pt noticed pump was still in stop mode because she forgot to unclamp. After starting the pump, alarm never went off. Pt wants another pump because she says this one is not working the way her backup one is. Pharmacy will send replacement pump and malfunctioning pump will be returned. No side effects experienced during the malfunction. No further info known.